Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The pod was received with the needle mechanism deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 1885 pulses. The exposed portion of soft cannula was found shorter in length than normally expected. After opening the top housing of the pod, soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage to soft cannula occurred. The download data showed 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin.